Manufacturer narrative:
H.6. Investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges ¿false positive results¿ when using kit flu a+b 30 test physician veritor (material # 256045), batch number 0015987. The customer reported that when testing with lot # 0015987, the entire staff (10) tested positive. However, when testing with another lot number, the entire staff (2) tested negative, and nobody has come down with the flu. A sample was sent for pcr confirmation testing, but they did not have the result at the time of reporting. Bd quality performs a systematic approach to investigate false positive result complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A batch history record (bhr) review was performed. The results were acceptable, and no relevant issues were found. The reported lot number 0015987 has already expired at the time of reporting; therefore, retain sample analysis could not be conducted. The customer provided the photographs of veritor analyzer and veritor flu kit box; however, the reported issue could not be confirmed. According to the photo provided by the customer, the affected lot# is 0015987, which expired on 2023-01-05. Customers are instructed not use this test kit beyond the expiration date printed on the outside of the box. A trend analysis for false positive was conducted, no adverse trend was identified. The complaint was unable to be confirmed.

Event description:
Report 1 of 10. It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were false positives. Two kits from lot# 2287234 were used. Exact occurrences are unknown. There was no patient impact reported. The following information was provided by the initial reporter: "customer reports that when testing with lot # 2287234, the entire staff testing positive, but when testing with another lot #, the entire staff tested negative and nobody has "come down with the flu."

Event description:
It was reported that while using bd veritor¿ system for rapid detection of flu a+b clia-waved kit, there were false positives. Two kits from lot# 2287234 were used. Exact occurrences are unknown. There was no patient impact reported. The following information was provided by the initial reporter: "customer reports that when testing with lot # 2287234, the entire staff testing positive, but when testing with another lot #, the entire staff tested negative and nobody has "come down with the flu.".

Manufacturer narrative:
E.1. Initial reporter state: facility address is unknown. Md has been used in its place. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.